Event description:
It was reported that during a gastric bypass procedure, the tissue pad broke in two places. The distal and proximal ends were broken off. They could not locate the pieces. The surgeon continued to use the device to complete the procedure. There was no reported impact to the patient.

Manufacturer narrative:
Date sent: 08/20/2008. Information anticipated, but unavailable at this time.